Manufacturer narrative:
During the requested site visit, the field service representative (fsr) observed build up/and or clogging/obstruction in the alnty cseries 1 ml syr. The alnty cseries 1 ml syr syr (list number 09d41-03) was replaced, which resolved the issue.a review of the alinity c processing module, serial number (B)(6)service history was performed, and no additional erratic results post the current complaint were identified. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the alnty cseries 1 ml syr. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual and alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement, and verification of part number alnty cseries 1 ml syr.a review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alnty cseries 1 ml syr.

Event description:
The customer observed falsely elevated sodium results on alinity c processing module for multiple patients during duplicate runs. The one result example provided were: initial=160 mmol/l and 142 mmol/l laboratory reference range for sodium=133 to 146 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results on alinity c processing module for multiple patients during duplicate runs. The one result example provided were: initial=160 mmol/l and 142 mmol/l laboratory reference range for sodium=133 to 146 mmol/l there was no reported impact to patient management.